Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the battery calibration overdue. There was no reported patient involvement.

Manufacturer narrative:
The processor pca, power pca, ac power module, and therapy pca were replaced to address the reported symptom. We are unable to determine the cause of the reported symptom as multiple parts were replaced. One power pca was returned for failure analysis. The customer¿s complaint was confirmed and traced to faulty components on the power pca. The cause of the faulty components is unknown.